Event description:
It was reported that varying capture thresholds and varying r-wave measurements were observed on the right ventricular (rv) lead. Reprogramming was performed to resolve event. The patient was stable with no consequences.

Manufacturer narrative:
Further information was requested but not received.